Event description:
The user facility reported a temporary decrease in the flow rate during an operation for heart valve replacement using the capiox fx25 device. Follow up communication with the user facility reported the following information: the circulation was conducted with the flow rate and speed of the involved centrifugal pump set to be @ 4.6ml/minute and 1800rpm; about 126 minutes after the circulation started, the flow rate was temporally decreased to be 3.5ml/minute; about 5 minutes later, the flow rate became normal with the arterial pressure at 70 - 75 mmhg, the pressure before the oxygenator at around 300mmhg and that after the oxygenator at around 200mmhg; the operation was continued and completed successfully; and there was no harm to the patient.

Manufacturer narrative:
The actual oxygenator along with the centrifugal pump was returned to the manufacturing facility for evaluation. Visual inspection upon receipt of the oxygenator did not find any anomaly. The actual sample was built into a circuit with tubes and the pressure drop was determined at each flow rate. The pressure drop was found to be slightly higher than that of the current product sample it cannot be determined, however, when the pressure drop has come to be higher than normal, whether during use or during transportation back to the factory. The oxygenator was again visually inspected; there was no visible thrombus formation inside it. The actual device was fixed with glutaraldehyde solution and the housing component was removed for further inspection of the inside of the oxygenator module. No formation of thrombus was confirmed. The filter was removed and subjected to magnifying inspection. No formation of thrombus was found. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. Red thrombus was found to have formed all over the fiber winding. The heat exchanger module was inspected under magnification. The formation of red thrombus was found on the area between the bottom of on the outer cylinder and the heat exchanger module. The thrombus was found to be in a solid state. The outer cylinder was removed and the inside the heat exchanger module was subjected to visual inspections. No other thrombus was found. Visual inspection upon receipt of the centrifugal pump found that red thrombus had formed on the central part on the back side of the pump. The centrifugal pump was built into a circuit with tubes. The circuit was filled with saline solution and circulated at each rpm and flow rate, while the property of the centrifugal pump was determined and compared with that of the current product sample. They were confirmed to be equivalent to each other. The centrifugal pump was again subjected to visual inspection, no anomaly or no break was noted. The red thrombus noted inside the pump upon receipt was rinsed out when saline solution was flowed into through the pump. The state of the jointing of the bearings, vane and supportive shaft was inspected under x-ray fluoroscope. There was no skew in the joint of these components. They were confirmed to have been jointed with one another properly. The supportive shaft and bearings were taken out for closer visual inspection. They were confirmed to have no anomaly. Review of the device history record confirmed that there was no indication of production-related problem. A search of the complaint file did not find any other report with the involved product/lot # combination. Although the exact cause cannot be determined based on the available information, the formation of red thrombus was found in the actual oxygenator sample. From this, it is likely that thrombus formed in upstream of the oxygenator was flowed into the one-way valve or the blood inlet port of the oxygenator module and obstructed the blood flow. This led the flow rate to be decreased. Subsequently, when the thrombus moved into the heat exchanger module, the blood flow rate became normal. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).